Event description:
Rf microneedling secret rf at a depth of 2 mm on cheeks. It was recommended to me bc I had a scratch on my nose (32 yrs old) left me with fat loss and facial disfigurement. Thousands of dollars in treatment to correct.